Manufacturer narrative:
The suspect sample was returned for an evaluation and investigation. A visual examination was performed on the returned sample. The lot number was not available for the device; therefore, the device history records (DHR) could not be reviewed. The results are pending completion of the evaluation and investigation. Currently the evaluation of the suspect product is still in progress. At this time it is undecided if the physician will be surgically removing the portion of the catheter that is believed to be inside of the patient. A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: robotic hysterectomy. Cathplace: vaginal cuff; the external part of the catheter was located at the pubic symphysis. Date of surgery: (B)(6) 2013. The surgeon reported to the product support hotline that a patient of his removed a catheter at home. The catheter came out without the black tip. This incident happened on either (B)(6) 2013 or (B)(6) 2013. The patient had hysterectomy on (B)(6) 2013. The catheter was removed by the patient at home. No resistance was met during catheter removal. The surgeon reported he could see all the markings but the black tip. The catheter was available for return. Additional information received (B)(6) 2013. The lot number was not available as it was not recorded in the medical record. The patient had robotic hysterectomy. Only one catheter was used. It was inserted using laparoscopic camera equipment with the needle and sheath in the catheter kit. One of the infusion lines of the pump was clamped off. The catheter was placed at the vaginal cuff. The patient did not report any discomfort after the incident. She brought the catheter back in a plastic bag to the surgeon's office on her post op follow up visit. Plans have not been made at this time for any further medical intervention. The patient is reported to be doing well.